Event description:
It was reported to boston scientific via an article that a study was conducted to evaluate the efficacy of rezum steam therapy in patients with catheter-dependent urinary retention. The study used a database prospectively collected from two high-volume facilities in canada between april 2019 and june 2023. The eligible patients were those with catheter-dependent urinary retention at the time of treatment. Variables such as patient demographics, operative characteristics, and functional outcomes were assessed at baseline, three, six-, and 12-months post procedure. Descriptive statistics and logistic regression analyses were employed for data interpretation. Forty-four patients were catheter dependent at the time of rezum. The rates of spontaneous voiding and catheter- independence were 30/3 I and 24/25 at six and 12 months, respectively. By the 12-month mark, reoperation was required in 4% (1/ 25), while 96 percent (24/25) remained catheter independent.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Citation: roseanne f., naeem b., bilal c., kevin c., dean e. (2024). Effectiveness of rezum for catheter-dependent urinary retention: 12 months outcomes of a real-world canadian database, the journal of urology, 2024 (55).

Event description:
It was reported to boston scientific via an article that a study was conducted to evaluate the efficacy of rezum steam therapy in patients with catheter-dependent urinary retention. The study used a database prospectively collected from two high-volume facilities in canada between april 2019 and june 2023. The eligible patients were those with catheter-dependent urinary retention at the time of treatment. Variables such as patient demographics, operative characteristics, and functional outcomes were assessed at baseline, three, six-, and 12-months post procedure. Descriptive statistics and logistic regression analyses were employed for data interpretation. Forty-four patients were catheter dependent at the time of rezum. The rates of spontaneous voiding and catheter- independence were 30/3 I and 24/25 at six and 12 months, respectively. By the 12-month mark, reoperation was required in 4% (1/ 25), while 96% (24/25) remained catheter independent.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Citation: roseanne f., naeem b., bilal c., kevin c., dean e. (2024). Effectiveness of rezum for catheter-dependent urinary retention: 12 months outcomes of a real-world canadian database, the journal of urology, 2024 (55).